Event description:
While wearing the external equipment, the pt reportedly experienced sound aquality issues. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. On (B)(6) 2006, the pt was seen by a company rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.

Event description:
While wearing the external equipment, the pt reportedly experienced sound aquality issues. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. On april 18, 2006, the pt was seen by a company rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.